Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter infusion pump presented an upstream occlusion alarm during use of a continu-flo solution set. This occurred during infusion of vancomycin. There was no patient injury or medical intervention associated with this event. No additional information is available.